Event description:
It was reported that during follow-up the device could not be interrogated, had no output, no pulse generator artefacts, and reached elective replacement indicators prematurely. The device was explanted. No patient complications have been reported as a result of this event.